Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a cancer patient on (B)(6) 2010 to treat dysphagia resulting from a tumor. According to the complainant, two weeks after the implant procedure (exact date unknown) a radiograph was taken in preparation for radiation therapy. At this time it was discovered that the esophageal stent had migrated into the patient's stomach. It was reported that the patient's anatomy was not tortuous, nor dilated prior to stent placement. On (B)(6) 2010 an esophagogastroduodenoscopy was performed, with the intention of pulling the stent back up into the esophagus in order to re-bridge the stricture. As the physician was retrieving the stent with forceps, the suture broke. It was reported that for approximately forty five minutes, several unsuccessful attempts were made to retrieve the stent. The procedure was aborted at this time, and a mini-laparoscopy was scheduled in order to remove the stent. It was reported that the physician planned to place a percutaneous endoscopic gastrostomy tube because the stent did not resolve the patient's dysphagia. Additional follow up reported that the physicians decided not to perform a laparoscopy nor place a percutaneous endoscopic gastrostomy tube. The physicians felt that the migrated stent was not causing any issues for the patient. It was in their opinion that performing a surgical procedure to retrieve the stent, or place the percutaneous endoscopic gastrostomy tube, would delay the start of the patient's radiation treatment. Therefore, they decided that it would be best for the patient to start radiation therapy and if necessary, intervene with a percutaneous endoscopic gastrostomy tube or stent removal. The patient's condition post procedure was reported to be "stable".

Manufacturer narrative:
Device expiration date is unknown; however, the complainant reported that the device was used prior to the expiration date. (B)(4) - medical intervention required. (B)(4) - the reported issue of suture broken. (B)(4) - the reported issue of stent migrated. (B)(4) - the reported issue of stent difficulty removing. The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.